Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt has an older model however they are unhappy with the doctor who put it in, when pt saw him about issues he just told the pt that they needed a new (different) one so pt finally found a doctor who had a tech call the pt and we were able to jump start it. However it's not exactly at its best, pt can no longer adjust it , it's really fussy recharging but pt is still happy with it.